Event description:
It was reported that the atrial lead had dislodged. The lead was explanted and replaced. Further information was requested, but not yet available.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.